Event description:
It was reported that the right ventricular (rv) lead triggered a warning with a polarity switch in (B)(6) 2013 for low impedance. The patient was currently in clinic for a check and the bipolar and unipolar impedances were variable. It was noted that there were 855,000 low impedances. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).